Event description:
It was reported that during a da vinci-assisted ventral hernia repair surgical procedure, the force bipolar instrument would not release. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument could not get removed from the arm, so the customer had to pull out the trocar to remove the instrument from the arm. No injury occurred to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/ confirmed the customer reported complaint. The instrument was found to have a severely bent grip causing vertical misalignment of the grips. The vertical misalignment will cause the grip to not open to its full range of motion. There was a .073¿ offset at the tips. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.